Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs. No additional information has been provided.

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Implanted: (B)(6) 2004. (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with c6-7 herniated disc with degeneration and underwent the following procedures: c6-7 anterior discectomy, micro technique. C6-7 anterior fusion. C6-7 anterior graft with bone morphogenic protein. C6-7 anterior plate and screw fixation with stryker reflex hybrid plate and screws. As per op-notes,¿ a 5-mm peek intervertebral graft was filled with bone morphogenic protein. It was tamped into place. A stryker plate and screw system was then chosen to span across the disk space. The plate was slightly bent. Two screws were placed at c6, two screws at c7 and were locked with a locking ring. Lateral x-ray was taken confirming that we had identified the levels correctly. The plate, screws and cages were properly situated.¿ the patient tolerated the procedure well without any intraoperative complications.